Event description:
It was reported that an hour after an atrial fibrillation (afib) procedure, a pericardial effusion was noticed as the patient's blood pressure dropped and confirmed by echo. The patient was treated using blood pressure stabilizing medications, IV fluids and pericardiocentesis which approximately 400cc was removed from the pericardium. The patient was reported to be in stable condition. The physician does not believe a bwi product was responsible for this adverse event. The patient required one extra day hospitalization because of the adverse event. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
The following bwi devices were in use: carto 3 ((B)(4)), stockert (s/n: (B)(4)), cool flow pump (s/n: (B)(4)), thermocool catheter (bni, (B)(4) ¿ discarded by customer), pentaray s curve catheter ((B)(4), unknown lot), st jude duo deca catheter (unknown cat, unknown lot), striker accunav 8f (unknown cat., unknown lot). (B)(4).